Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER) due to inappropriate tachy therapy; one shock and two bursts of anti-tachycardia pacing (atp) were delivered due to 1:1 arrhythmia. The rhythm was correlated until atrial fibrillation was detected and became uncorrelated. There were no programmed detection enhancements available post-atp, thus atp continued. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.